Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was red cell hang up. The following information was provided by the initial reporter: sst tube coagulation defect with fibrin particles remaining on the surface of the serum or on the wall of the tubes. Since yesterday, we have been encountering coagulation defects on this batch of sst tubes with fibrin particles remaining on the surface of the serum or on the wall of the tubes despite compliant coagulation and centrifugation times.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was red cell hang up. The following information was provided by the initial reporter: sst tube coagulation defect with fibrin particles remaining on the surface of the serum or on the wall of the tubes since yesterday, we have been encountering coagulation defects on this batch of sst tubes with fibrin particles remaining on the surface of the serum or on the wall of the tubes despite compliant coagulation and centrifugation times.

Manufacturer narrative:
H6. Investigation summary: bd received two (2) photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. One hundred (100) retained samples from bd inventory were visually inspected, and no additive abnormalities were found. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation. The indicated failure mode for red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm indicated failure mode of red cell hang up because defect was not evident in testing of complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode.